Event description:
A medtronic (B)(4) representative reported the site was having difficulty with their straight suction having intermittent tracking while in navigate despite a successful verification. The surgeon was able to complete the suregery with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The surgeon did not want to provide patient information. The medtronic representative was on site and was not able to duplicate the complaint. He will be at next surgery.